Manufacturer narrative:
(B)(4). Eval - results: incorrect removal of protective sheath. Instruction for use contains instructions for removal of the protective sheath and inspection of the device prior to use. Stent deformation. Conclusion: incorrect removal of protective sheath. Instruction for use contains instructions for removal of the protective sheath and inspection of the device prior to use. Eval summary: the stent was returned with the device; approximately nine struts in the mid section of the stent were stretched and deformed. The balloon of the delivery system had been inflated.

Event description:
An attempt was made to deploy a 3.0mm diameter x 30mm length endeavor sprint over the wire (otw) drug-eluting coronary stent in to a pt. However, it was reported that when the relevant device was removed from the body, the stent was found outside the pt. The procedure was successfully completed with deployment of two other stents. The pt is reported to be fine and no other clinical sequelae were reported.